Event description:
Pt reported the up button on the infusion device is damaged and the soft components are "used up." No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. The infusion device was returned for evaluation. A preliminary evaluation revealed the up button is always active. Due to an external mechanical influence, the snap dome of the up button is pressed through. This led to an always activated up button; therefore, none of the buttons react on pressure. The soft components of the infusion device are damaged. Additional info will be submitted when the evaluation is complete.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.